Manufacturer narrative:
Film evaluation summary: the reported mal-deployment and inaccurate delivery of the bifurcate was confirmed. However, the exact cause of the events could not be determined from the limited still angiograms provided. CT¿s prior to implant were not available for review and a complete assessment of the patients¿ anatomy could not be performed. In addition, only still film excerpts during implant were provided. Complete images during implant of the bifurcate, including cine¿s during suprarenal stent deployment and removal of the delivery system, were also not available for return and post-implant CT¿s were also not provided. It appears likely that the reported mal-deployment of the bifurcate was related to the observed suprarenal stent entanglement. No clear stent graft issues could be seen in the films which may have led to the events. Potential cause(s) of the entanglement included device oversizing as seen from the relatively small (21mm) diameter flow lumen; oversizing could not be confirmed or ruled out. An unknown anatomical issue, or a possible procedural or user related event may have also contributed to the entanglement. A device issue cannot be ruled out; however, the delivery system was discarded and could not be returned for analysis. It is also possible that the reported inaccurate (lower than intended) delivery of the bifurcate occurred as a result of the suprarenal stent entanglement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, during the deployment of the stent graft it did not open correctly. It was suspected that it was possibly kinked or compressed. It was confirmed that the issue was noticed after initial deployment and the stent graft is implanted in the patient. The issue was noted in the distal area, and the issue mainly resolved after deployment of the respective limb portion. It as also reported that the proximal part of the stent graft deployed lower than expected. Per the physician the cause of the stent graft not opening correctly is undetermined, the cause of the inaccurate deployment was suspected to be due to some tension that had built up in the catheter prior to deployment. It was reported the location was deemed perfect prior to deployment. No additional clinical sequelae were reported and the patient is fine.